Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer had an altitude alarm. There was a temporary delay in clearing the alarm. The customer's blood glucose level was 188 mg/dl. The customer indicated they would temporarily use the pump to manage diabetes, but also has insulin pens as a backup.